Event description:
It was reported that during a routine review of the implant on (B)(6), 2013, it was found that only 5 of the electrode channels were functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.